Manufacturer narrative:
Eval: during a visual examination, we confirmed the catheter has broken near the proximal glue joint. The catheter does not exhibit any stretched or damaged areas. The damaged area is preventing inflation of the balloon. No other observations were noted. A mfg discrepancy or anomaly that could have contributed to this report was not observed during our lab eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. The appropriate personnel were notified of this occurrence in an effort to heighten awareness. Conclusion: a definitive root cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. A possible contributing factor is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Kinks and breakage of the balloon catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the balloon dilator. If excessive pressure was applied to the device, perhaps in response to resistance during advancement through or removal from the endoscope, this could have contributed to the catheter breakage. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual exam to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. The likelihood of this type of report is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an upper endoscopy, the physician used a cook hercules 3 stage esophageal balloon dilator. It was noticed there was a small tear in sheath where the balloon starts, not in the balloon. The balloon would not inflate. Another balloon was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.